Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump. It was indicated that the customer would obtain a different usb cable and wall adapter to attempt to charge the pump with. Customer reported blood glucose level was 200 (mg/dl). Reportedly the customer will contact their healthcare provider to obtain alternate insulin therapy.